Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspected battery was replaced and returned for analysis. The battery was confirmed to not hold a charge. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that after a scan was loaded on the navigation system, they went to the plan screen and it booted them out of the system. The issue occurred four times, prior to the case and the patient was not on the table. After disconnecting the network cable, they were able to proceed. An update from a manufacturing representative (rep), on the day of the report, stated that the surgeon was able to perform a couple cases on the day of the report without any issues. On (B)(6) 2017 the rep reported that the power cable going to the back of the computer was loose. They secured it and they were unable to replicate the behavior.